Event description:
Received info regarding multiple cartridge alarm 19 during bolus delivery. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.